Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that insulation abrasion was seen in an x-ray before a planned device upgrade. All measurements were stable. The lead remains implanted. There were no adverse consequences to the patient.